Manufacturer narrative:
This follow-up report is being filed to correct additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent hip revision due to infection. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient underwent hip revision due to infection. Initially a head and liner were going to be exchanged. While removing the head from the trunion, the stem loosened and had to be replaced.